Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter, oil mist filter and a hose were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 06/01/2016.

Event description:
A customer reported an event of a mist (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. No load was affected by this issue. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿ the sra shows the risk for exposure to haze/mist/vapor to be low. ¿ the catalytic converter was returned and tested. The reason for return of the catalytic converter was not confirmed. ¿ the oil mist filter was returned and tested. The reason for return of the oil mist filter was not confirmed. ¿ the hose was returned and a visual inspection confirmed the hose was damaged. The reason for the return was confirmed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.